Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation. Other remarks:

Event description:
It was reported that "during patient transport in a helicopter the battery capacity of the pump is completely out of operation after approximately 30 minutes of operating time (usage). Due to this issue the intra-aortic balloon (iab) therapy needs to be finished." There was a delay in iabp therapy; however the delay time is unknown. It is unknown if the patient was injured or had complications due to the event. Medical / surgical intervention is unknown. The patient outcome is unknown. Pump strips were not generated, and x-rays were not performed. Additional information stated that the pump was connected to the patient on (B)(6) 2016 at 7:00 o'clock. The pump ran approximately until 12:00 o'clock on power. As a result, the pump was switched to an external power supply. Intra-aortic balloon pump software version 2.24.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: no parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. The pump was checked out by mipim (teleflex (B)(4) local service provider). The problem was found to be with the battery. The battery was replaced and discarded. A technical check was performed and the pump passed testing. The pump was returned to service. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." Operator's manual also states: "as the batteries age, it is important that their performance be periodically checked to insure that they will perform as intended". The age of the battery could not be determined as this hospital maintains and services their iabp's. "It is recommended that a load test, as outlined in this manual, be performed by qualified service personnel at twelve month intervals to ensure battery capacity and usability. Any time that the batteries do not pass the load test they must be replaced." See other remarks section for continuation. Other remarks: a review of the service history indicates this battery was the original battery when the pump was shipped on january 24th, 2012. A device history record review was conducted for the iabp serial number and lot number and battery lot number with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the battery capacity of the pump failed after 30 minutes of operating time" is confirmed. Battery life is dependent on usage and maintenance of the battery. The root cause of the battery issues is undetermined.

Event description:
It was reported that "during patient transport in a helicopter the battery capacity of the pump is completely out of operation after approximately 30 minutes of operating time (usage). Due to this issue the intra-aortic balloon (iab) therapy needs to be finished." There was a delay in iabp therapy; however the delay time is unknown. It is unknown if the patient was injured or had complications due to the event. Medical / surgical intervention is unknown. The patient outcome is unknown. Pump strips were not generated, and x-rays were not performed. Additional information stated that the pump was connected to the patient on (B)(6) 2016 at 7:00 o'clock. The pump ran approximately until 12:00 o'clock on power. As a result, the pump was switched to an external power supply. Intra-aortic balloon pump software version 2.24.